Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer took a correction bolus via the pump. The customer stated that bg level would lower to target range after delivering a bolus; however, bg level would elevate again. The customer believes that the pump basal rate setting is too low and could be a possible cause of the elevated bg level. A recommendation was made for the customer to consult with their healthcare provider regarding settings adjustment.